Manufacturer narrative:
Additional information: a1.

Manufacturer narrative:
Correction: h2 and h3.

Manufacturer narrative:
The reported event of left ventricular setscrew anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was backed out of its connector block as a result of unscrewing the setscrew too far. The setscrew was also stripped and contained septum material inside the hex cavity. The displaced setscrew prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). During the procedure several wrenches were used but failed to engage the set screw. The device was not implanted and was exchanged. There were no patient consequences.